Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: contamination was observed under all of the keypad button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under all of the keypad button contacts. The keypad was found to be intact. All of the keypad buttons were found to be responding properly during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.